Event description:
Customer reported having symptoms of hypoglycemia and had the shakes. They received a reading of 56 mg/dl on their precision xtra meter. They ingested some sugar and continued to check glucose levels. Customer reports that glucose levels never went up although they ate a lot of sugar. Customer went to the ER and was treated with an unknown type of pill. It is unclear if the treatment provided at the ER was to treat hypoglycemia or hyperglycemia. In addition, customer reported having a urinary infection. It is possible that the treatment provided was for the infection.